Event description:
Drug/diluent: bupivacaine 0.25%, fill volume: 270ml, flow rate: 4ml/hr, procedure: hernia repair, cathplace: abdomen, date of procedure: (B)(6), 2011. Catheter was removed on (B)(6), 2011. It was reported that a fragment of the catheter was left inside the pt during removal. There was no difficulty inserting the catheter and no resistance was encountered during catheter removal. The surgeon reported that the pt is doing okay. The surgeon is monitoring the pt. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: the lot number was not provided, therefore the device history records could not be conducted. Results: device was rec'd for eval and investigation, and testing is currently being performed. Conclusions: a f/u report will be filed when investigation has been completed.